Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. This event resulted in a retained fragment, and required additional x-rays. Subject device has been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a distal tibia fracture repair using the modular foot set occurred on (B)(6) 2016. During the final tightening of a 2.7mm cortext screw into the plate, the screw head broke off. The screw shaft was left in the patient and the screw head was removed and disposed. The surgeon continued to move forward with the fixation and the procedure was completed successfully. An unknown quantity of additional intraoperative x-rays were taken due to the screw breakage. X-rays are unavailable for review. No surgical delay was reported. Patient status is unknown. This complaint involves 1 device. Concommitant devices: 2.7mm calcaneal reconstruction plate- 9 hole/72mm; part# 245.99, unknown lot#, quantity 1. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.